Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. In a subsequent procedure that day the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of the event was reporter as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim#: (B)(4).